Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringes had defective printing. Ink spots were found on the unprinted side of syringe. Customer reported also dirt on the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7338763. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-12-04. Medical device lot #: 8090720. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringes had defective printing. Ink spots were found on the unprinted side of syringe. Customer reported also dirt on the syringes.